Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the device reported an incorrect measurement, which led to an unexpected post-operative refractive error. The issue was resolved with an intraocular lens exchange.